Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 11.0-11.2cm and 20.0-20.1cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 18.5-19.7cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 51.3-54.0cm from the connector pin. The etfe coating was intact at this location.

Event description:
It was reported that externalized conductors were observed during an electrophysiology study. There were no electrical anomalies. The lead was explanted and replaced. The patient was doing well post procedure.